Event description:
Procedure type: bowel. According to the reporter: patient underwent a laparoscopic sigmoid colon resection and a previous lap band procedure at another facility some years previously. The patient returned to surgery for small bowel obstruction, during which a retained object appearing to be sponge portion of the trocar was discovered. This object was successfully removed without complication and was retained by the facility. No patient injury was reported.

Manufacturer narrative:
(B)(4). The account reported this incident directly to the FDA via medwatch report (B)(4).